Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 24, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 4112, 3259, 4307). Method code #1: 3331 - analysis of production records. Method code #2: 4114 - device not returned. Method code #3: 4112 - analysis of data provided by user/third party. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The sample was not returned for evaluation; however, a video was received and reviewed, confirming the yellow cap falling off the unit. A retention sample is not saved for tubing pack samples and therefore a retention investigation is not applicable. The most likely root cause is associate error in failing to apply the cap tightly enough to withstand shipping and handling. Without a returned device, a definitive root cause can not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the customer had a cap off on item # (B)(4). No patient involvement. Product was changed out. Procedure was completed successfully.